Event description:
Customer reported a cartridge alarm 20 during the load process, with previous consecutive cartridge alarms noted but not reported. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed that the pump, which was within warranty, would be replaced with a newer software version. Customer was informed of necessary actions, including putting the pump into storage mode before returning it, and was advised on steps after receiving the replacement pump. The customer acknowledged these instructions and planned to continue using the current pump until the new one arrived.